Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
Received a copy of the customer's medwatch report from FDA which states, "one of the hospitals in our system brought these events to our attention and approved having me forward the specifics to you. Bo has been notified and wanted to share with you as well. Of note there was another recent issue brought to our attention related to bo. Wrong rate of administration IV/enteral dispensing device involved IV free flow pump failure / malfunction."